Event description:
It was reported that while using bd facs¿ lyse wash assistant a large majority of cells are being rinsed out from some tubes. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter, translated from polish to english: the user reports a malfunction of the apparatus - washing out a large majority of cells from some tubes (e.g. When several tubes with the same material are used, it happens that one of them contains several / several times less material than the others). Additionally, on 2020-2020-10-29 the fse provided the following additional information: yes, that was the patient samples ¿ if they were patient samples, were incorrect results obtained or used? No incorrect results were used - the instrument user has noticed that it¿s working wrong and prepare the samples in manual way ¿ any treatment provide to the patient based on the result? No. ¿ was there any harm to the patient? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report was sent in error. The fse stated that he reported erroneous results in error, therefore this is not considered to be a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facs¿ lyse wash assistant, a large majority of cells are being rinsed out from some tubes. Results were not reported, and there was no impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: the user reports a malfunction of the apparatus, washing out a large majority of cells from some tubes (e.g. When several tubes with the same material are used, it happens that one of them contains several / several times less material than the others). Additionally, on 2020-2020-10-29, the fse provided the following additional information: yes, that was the patient samples. If they were patient samples, were incorrect results obtained or used? No incorrect results were used. The instrument user has noticed that it¿s working wrong and prepare the samples in manual way. Any treatment provide to the patient based on the result? No. Was there any harm to the patient? No.